Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited chronic low impedance measurements and had reached 210 ohms. After a device change out procedure for normal battery depletion, the rv lead still exhibited low impedances along with oversensing of noise. There was no asystole greater than two seconds. A revision procedure was performed where the noise was able to be reproduced with a pacing system analyzer (psa). The pace sense portion of the rv lead was surgically abandoned due to a concern over a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.